Manufacturer narrative:
A correction report is being submitted to capture the risk review. D2b pro code: dsk. Device analysis by MFR: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. This investigation is assigned a most probable conclusion code of cause linked to device but unable to trace more specifically. The conclusion code was selected because it was confirmed that the catheter was not recognized correctly by the mdu. However, it is unknown if the issue has been resolved by replacing the component. A risk review performed for the avvigo plus system confirmed that the events of catheter ID not recognized, catheter ID incorrect, and poor quality image are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the catheter was misrecognized. An avvigo system and opticross catheter were selected for ultrasound examination of the target lesion. During the procedure, it was discovered that the catheter was not recognized correctly. The system and the catheter were still used to complete imaging of the target lesion. There were no patient complications reported.

Event description:
It was reported that the catheter was misrecognized. An avvigo system and opticross catheter were selected for ultrasound examination of the target lesion. During the procedure, it was discovered that the catheter was not recognized correctly. The system and the catheter were still used to complete imaging of the target lesion. There were no patient complications reported.

Manufacturer narrative:
D2b pro code: dsk. Device analysis by MFR: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. This investigation is assigned a most probable conclusion code of cause linked to device but unable to trace more specifically. The conclusion code was selected because it was confirmed that the catheter was not recognized correctly by the mdu. However, it is unknown if the issue has been resolved by replacing the component.

Manufacturer narrative:
D2b pro code: dsk.

Event description:
It was reported that the catheter was misrecognized. An avvigo system and opticross catheter were selected for ultrasound examination of the target lesion. During the procedure, it was discovered that the catheter was not recognized correctly. The system and the catheter were still used to complete imaging of the target lesion. There were no patient complications reported.